Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that during unpacking of 3.0 x 32mm promus premier for a stenting treatment procedure, stent damage was noted. The procedure was completed with another of the same device. No complications were reported ans the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified no kinks or damage along the shaft. An examination of the crimped stent identified that the distal end of the stent was stretched out over the distal markerband. As a result, the stent struts at the distal end were misaligned. No other damage with the proximal to mid section of the stent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during unpackaging of 3.0 x 32mm promus premier for a stenting treatment procedure, stent damage was noted. The procedure was completed with another of the same device. No complications were reported ans the patient status is stable.